Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to hospital on (B)(6) 2025 due to diabetic ketoacedosis. The patient faced occlusion issue as he was inserting the infusion set in the hard knot area. Patient experienced symptoms of nausea, malise, thrist at the time of the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007934, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6007934 have already been previously tested in the complaint (B)(4) on 31-may- 2025. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Threshold analysis: a query was run on 21-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007934". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007934 was manufactured according to the wi version 97 packaged the multivac mv14, on 28/jun/2024, with a total of (B)(4) units. -welding the lot 4f05205 was manufactured according to the wi version 34, machine ls06 - ls07, with a total of (B)(4) units. The lot 4f05206 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4f05208 was manufactured according to the wi version 34, machine ls24- ls25, with a total of (B)(4) units. -gluing connector the lot 4f02905 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02891 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f02912 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. The lot 4f05204 was glued according to the wi version 37, machine pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.